Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned device was completed. Endologix received a one (1) afx2 bifurcated stent graft, bea28-100/i16-40 and one (1) vela suprarenal stent graft, a34-34/c100-o20 v for evaluation. A visual analysis was performed. The afx2 bifurcated stent graft, bea28-90/i20-30 was visual inspected. The integrity of the graft appears to be intact with no visible defects. The vela suprarenal stent graft, a34-34/c100-o20 was visual inspected. The stent graft has a hole approximately 10 mm in length. The hole is located at the proximal end of the stent and is consistent with a type 3b endoleak. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the suprarenal stent graft and explant were confirmed however the reported type 1a endoleak with implant movement were unable to be confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak, a type ia endoleak and movement of the afx vela suprarenal were identified during routine follow-up. Due to the hostile neck anatomy the physician elected to explant the device. The final patient status was to be recovering well. The final patient status was reported to be doing well.